Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2023-00137: a facility reported that the mayfield modified skull clamp (a1059) has too much play in them. When the system is placed together and the patient is locked in, the 2 pieces of the skull clamp separate too much, and the patient's head moves. No patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit showed that the lock had both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was noted that the index knob and the lock will need new components added to replace worn internal parts; unit was machined to have heli-coils added to large starburst threads. New components were added to replace worn internal parts, and general maintenance and cleaning were performed. Root cause: complaint was confirmed via inspection of the unit. There was movement in the lock and the unit required replacement of worn components due to routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.